Manufacturer narrative:
The na electrode lot number is v82 and the expiration date is 22-feb-2025. The k electrode lot number is f47 and the expiration date is 05-mar-2025. The cl electrode lot number is n29 and the expiration date is 09-sep-2024. Calibration was last performed on the day of the event. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. It was found that the customer centrifuges patient samples for 3 minutes, which is shorter than the recommended 10 minutes. The field service engineer (fse) found a leak in a solenoid valve along with salt build up and replaced it. The fse primed the reference solution and performed calibration, qc, an ise check, and a precision check successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 1 patient plasma sample on a cobas 6000 c (501) module. The initial na result was 134 mmol/l, the initial k result was 4.2 mmol/l, and the initial cl result was 99 mmol/l. The sample was auto-repeated and the na result was 150 mmol/l, the k result was 5.1 mmol/l, and the cl result was 86 mmol/l. The customer questioned the discrepancies between the initial results and the auto-repeat results which prompted them to repeat the sample again. The second repeat na result was 133 mmol/l, the k result was 4.1 mmol/l, and the cl result was 98 mmol/l. The initial results were deemed correct. No questionable results were reported outside of the laboratory.